Manufacturer narrative:
The suspect product is the compact strip.

Event description:
The pt tested her bg at 1940 at 184 mg/dl, ate dinner and took her humalog insulin. The pt reported obtaining back-to-back blood glucose results, of 163 mg/dl and 83 mg/dl at about 2250, after she had a hypoglycemic event and her son had to intervene as she could not treat herself. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The results were from the compact system; meter, strip lot 20655842 with expiration date 06/30/2008.